Event description:
A report was received that the patient had non-device related surgeries, since those surgeries the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. It was confirmed that electrocautery was used during those non-device related surgeries which was suspected to cause the malfunction. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery.(physician¿s implant manual 9055940-001). The explanted device was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had non-device related surgeries, since those surgeries the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to initial MDR in date received by manufacturer: it should have been 28-mar-2018.

Event description:
A report was received that the patient had non-device related surgeries, since those surgeries the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.